Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA february 16, 2007. The facility reported an infusion pump with a failure code 810:04 on channel a during bio-med testing. Evaluation summary: during product evaluation, a defective air in line printer circuit board (ail pcb) was observed. Failure code 810:04 in the event history confirms the defective ail pcb. This failure code is manifested as a result of the ail pcb being defective. The pump head module assembly and ail pcb on channel a were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with air in line printer cicuit board (ail pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to the device. No additional information was known.